Manufacturer narrative:
A ge rep conducted an onsite investigation. The reported error could not be duplicated. The system was tested and operates as intended.

Event description:
The customer reported that the 7900 system displayed an error message and alarmed. No pt injury was reported.